Event description:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unk.

Manufacturer narrative:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unk. Review of the device history record indicates that the device was manufactured to specification.